Manufacturer narrative:
Reportable malfunction with inomax dsir plus (B)(4) was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored nitric oxide (no) value (i.e., actual: 150 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Prior to the delivery stopped, a service log entry for an injector module failure alarm was recorded as the analog injector readings were out of bounds (temp counts valid range: 70 to 4050 counts; actual temp counts: 7 counts). Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning injector module thermistor. As a result, the device's injector module was replaced. Trends were reviewed for this reportable condition and determined to be within the established control limits. No further action is required at this time.

Event description:
On (B)(6) 2019, an internal employee performed a routine service log review for inomax dsir plus (B)(4) and discovered a delivery stopped alarm due to no greater than absolute max of 100 ppm preceeded by an injector module failure for no temp counts out of bounds. This service log finding meets the criteria of a reportable malfunction. This match was found during a routine review of the service log for a device located in the us. There was no reported complaint for the issue/alarm of delivery stopped.